Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during a stent graft placement in the heavily calcified iliac artery, the stent graft allegedly failed to cross. It was further reported that, the stent came off when the device was pulled out of the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: not required as this is the first complaint reported for this lot number. Investigation summary: the investigation is inconclusive for the reported failure to cross and stent dislodgment issues. The sample was not returned for evaluation. The definitive root cause for the reported failure to cross and stent dislodgment issues could not be determined based upon information received from the field communications. Per the complaint history review (chr) this is the first complaint reported for this product/lot number combination. Based upon the severity level and lot quantity, the number of occurrences is below the acceptable quality level; therefore no additional actions are required at this time. The investigation is inconclusive for the reported failure to cross and stent dislodgment issues. The sample was not returned for evaluation. The definitive root cause for the reported failure to cross and stent dislodgment issues could not be determined based upon information received from the field communications. Per the complaint history review (chr) this is the first complaint reported for this product/lot number combination. Based upon the severity level and lot quantity, the number of occurrences is below the acceptable quality level. It is unknown if patient factors (heavily calcified iliac artery), procedural or handling techniques contributed to the reported event. Labeling review: the IFU for the lifestream product (pk1299800 rev 04) was reviewed and contains the following information relevant to the reported event: warnings: attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Do not retract the balloon until the balloon is fully deflated under vacuum. Potential adverse events: covered stent dislodgement from balloon during tracking procedure. Covered stent misplacement during placement procedure. Inability to introduce/withdraw endovascular system. Inability to track endovascular system to the target lesion. H10: d4 (expiry date: 10/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement in the heavily calcified iliac artery, the stent graft allegedly failed to cross. It was further reported that, the stent came off when the device was pulled out of the sheath. There was no reported patient injury.